Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with white display anomaly due to severely cracked bleeding lcd glass. The pump was unable to performed displacement, rewind, seating and basic occlusion due to white display anomaly. The pump was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, cracked keypad overlay at select button, and scratched case.

Event description:
It was reported that the insulin pump had a crack on the screen. Blood glucose level was unknown at the time of the incident. The insulin pump would be replaced and customer agreed to return the device for analysis.